Manufacturer narrative:
The permanent cautery hook has been returned and evaluated by the failure analysis team. The instrument was found to have a broken monopolar yaw pulley at the posts. Broken pieces were not returned with the instrument. The size of the missing pieces is approximately 6.52'' x 6.52". The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument holder at the arm's end was coming away from the hook body. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing or detached from the portion of the device that enters the patient¿s body, nor was there broken wire or broken hook. There was no need to remove the instrument with the cannula together. It was unclear if the wrist was straightened. No material fell into the patient¿s body during the surgical procedure. There were no scans/ tests performed to locate a potential fragment after the instrument broke. There was no injury to the patient.